Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer did not mention a form of treatment for the low blood glucose. The customer stated that their insulin pump squirted out insulin while changing the set. The customer was assisted with programing their insulin pump. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.